Manufacturer narrative:
The reported product is an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. It was reported the transfer set disconnected from the titanium adapter and the patient reconnected without using aseptic technique. The patient was hospitalized for the peritonitis event and was treated with injection of vancomycin (450mg, once daily for 14 days, ongoing, route not reported) for peritonitis. Dianeal therapy was ongoing. It was reported the patient was discharged four days after hospital admission. The patient was recovered from the event (three days after event onset). It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.